Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable insulation was open which exposed the grounding cable (damaged). Analysis also found the rf head label was delaminated. (B)(4).

Event description:
It was reported that the programmer would not interrogate implantable cardioverter defibrillator (ICD) devices, wireless or otherwise, but would interrogate pacemakers. A different telemetry head was tried unsuccessfully. The cord on the telemetry head was also reported to be frayed. The programmer and radio frequency (rf) programmer head were returned for repair. No patient complications have been reported as a result of this event.